Event description:
In 2004 the customer reported to roche diagnostics corporation technical support high out of range hepatitis b control values and elevated pt values on the cobast taqman analyzer thermal cycler c (3). A field service rep had replaced the analyzer exitation lamp on the following day and thermal cycler c (3) on the day after. No falsely elevated hbv values or controls have been reported since the tc was replaced.